Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient underwent a pocket revision due to migration. It was later reported that the patient developed an infection. The system was explanted. There was no report of adverse patient effects due to the explant procedure.